Event description:
Circuit developed leak where heated wires appear to have melted tubing.

Manufacturer narrative:
The sample received was evaluated according to our inspection procedure and we observed a 1.5" section that was melted and fused on both lengths of tubing (clear tubing and blue corrugated tubing), based on which we were able to confirm the issue reported. The resistance of the heater wires of the sample received was measured and found to be within specification. Unfortunately, no lot number was available so the DHR (device history record) could not be reviewed. Our manufacturing process was reviewed, and no problems related with the issue reported were found. Unfortunately, we are unable to determine the root cause of this cause. However, we will continue to monitor for other similar complaints and utilize the information as part of continuous improvement.